Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): 115310 (j7407962), 110031402 (unknown), 110032410 (unknown). E1: full establishment name - (B)(6). G2: foreign - the event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial shoulder procedure, while regaining range of motion, the patient's contracted tissue loosened, resulting in shoulder dislocation. The patient underwent a revision approximately five (5) months after the initial surgery. The revision surgery was successful without additional adverse impacts. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is not confirmed. Visual examination of the provided picture identified a bearing and glenosphere were explanted, with blood in both components. Comments about wear on the poly cannot be made due to the angle of the picture. Part and lot numbers cannot be confirmed as the product information is not visible. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: reverse total shoulder arthroplasty with metal-on-metal appearance of the glenosphere and humeral component. Possible loosening of the proximal humeral component with significant radiolucency present. Limited evaluation of what appears to be lucency along the glenoid component, which could indicate loosening. Sizing is appropriate. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.